Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 17, 2019 with blood glucose of 429 mg/dl at the time of incident. The customer's current blood glucose is 116 mg/dl. Customer¿s other blood glucose levels were 590 mg/dl, 800 mg/dl, 300 mg/dl, 776 mg/dl. The customer was treated with intravenous drip in the hospital. Customer experienced symptoms such as nausea and short of breath. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.